Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('severe bleeding') and autoimmune disorder ('autoimuune like symptoms') in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, pap smear abnormal, urinary infection, gravida I, parity 1 (weeks gestation: 41 weeks. Length of labor: 7 hours. Child¿s date of birth:(B)(6)1993.) And mood change. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), menstrual disorder ("clots during menstruation"), fatigue ("fatigue,") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, migraine, menstrual disorder, fatigue and uterine enlargement outcome was unknown. The reporter considered autoimmune disorder, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: abnormal pap squamous cell abnormality- cancer. Concerning injuries reported in this case the following one was described in patient medical records: it confirms events as migraines. Lot number: 761434 manufacture date: 2010-07 expiration date: 2013-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-jul-2019: quality-safety evaluation of product technical complaint. Ppc code added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('severe bleeding') and autoimmune disorder ('autoimmune like symptoms') in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, pap smear abnormal, urinary infection, gravida I, parity 1 (weeks gestation: 41 weeks. Length of labor: 7 hours. Child¿s date of birth: (B)(6)) and mood change. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), menstrual disorder ("clots during menstruation"), fatigue ("fatigue,") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, migraine, menstrual disorder, fatigue and uterine enlargement outcome was unknown. The reporter considered autoimmune disorder, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: abnormal pap squamous cell abnormality- cancer. Concerning injuries reported in this case the following one was described in patient medical records: it confirms events as migraines. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimuune like symptoms') in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, pap smear abnormal, urinary infection, gravida I, parity 1 (weeks gestation: 41 weeks. Length of labor: 7 hours. Child¿s date of birth:(B)(6) 1993.) And mood change. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), menstrual disorder ("clots during menstruation/unusual periods"), fatigue ("fatigue,"), uterine enlargement ("enlarged uterus") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, migraine, menstrual disorder, fatigue, uterine enlargement and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: abnormal pap squamous cell abnormality- cancer. Concerning injuries reported in this case the following one was described in patient medical records: it confirms events as migraines. Lot number: 761434 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimuune like symptoms') in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, pap smear abnormal, urinary infection, gravida I, parity 1 (weeks gestation: 41 weeks. Length of labor: 7 hours. Child¿s date of birth: (B)(6) 1993.) And mood change. Previously administered products included for an unreported indication: oral contraceptive nos. On(B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), menstrual disorder ("clots during menstruation/unusual periods"), fatigue ("fatigue,"), uterine enlargement ("enlarged uterus") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, migraine, menstrual disorder, fatigue, uterine enlargement and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on an unknown date: abnormal pap squamous cell abnormality- cancer. Concerning injuries reported in this case the following one was described in patient medical records: it confirms events as migraines. Lot number: 761434, manufacture date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event "abdominal pain lower" was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.